Manufacturer narrative:
Eval summary: x-ray copies show the fracture damage to the hinge post component of femoral assembly and misalignment of the joint line. Information such as the patient's age, weight, activity level and dates of device implantation and removal are not known. The cause of the hinge post fracture could not be definitively determined due to insufficient information. Eval: the product stated in the complaint was not returned for review. The device history records indicate that the device was manufactured to specification.

Event description:
It reported that the device fractured approx three months post-op. It is unk if revision surgery has been scheduled.